Manufacturer narrative:
The motor in question may have caused the sensation, or it may have been the result of handpiece vibration, outlet grounding issues, or other factors. Though there was no report or injury, because device evaluation results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure of function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient felt a mild electrical shocking sensation during use of an aseptico endo itr motor; no injury resulted.